Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. The reporter alleged the numbers on the display are cut in half. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.